Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The caller reported that pvt test 7 (oxygen accuracy test failed) was not passing. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 12apr2019, the customer confirmed the oxygen accuracy issue. The customer replaced the flow sensor and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.